Event description:
While giving a local infiltration at the site of tooth #3 (for a filling), the suspect medical device broke at the hub and could not be retrieved from the pt's cheek tissue. The pt had to have needle surgically removed. Outcome was favorable.